Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID, 8578, lot# unknown, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_cath 2, lot# unknown, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received fentanyl with an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2017 the patient was seen as an outpatient and it was identified that the synchromed pump proximal segment catheter was showing features of leaking from the connection to the pump. The patient lost efficacy from the intrathecal fentanyl infusion. Due to withdrawal symptoms including nausea, sweating and worsening pain it was decided that a revision of the catheter was needed. The patient was admitted on (B)(6) 2017 to an acute care facility and the surgery was completed on (B)(6) 2017. The patient was then transferred to an inpatient surgical unit for resynchronization of the infusion. During this procedure it appeared that the patient received a large bolus of fentanyl which caused the patient to become unresponsive and a code blue was called. The patient was transferred to an intensive care unit for further care and was put on a continuous narcan drip to block the effects of the opioid and reverses an overdose. On (B)(6) 2017 the patient was returned back to the nursing unit. The pump was re-interrogated and they were unable to aspirate fluid back through the port. It was inadvisable to inject contrast into the system as this could have flushed fentanyl into his subarachnoid space which would have resulted in an overdose of fentanyl. It was thought that the pump and catheter were malfunctioning and (B)(6) 2017 the synchromed pump and catheter were replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8578, lot# 0210631322, implanted: (B)(6)2017, explanted: (B)(6)2017, product type catheter, product ID: 8709, lot# b0187046k s, implanted: (B)(6)2003, explanted: (B)(6)2017, product :type catheter . Pump device codes: (B)(4) device codes: (B)(4) device codes: (B)(4) pump patient codes: (B)(4) patient codes: none (B)(4) patient codes: (B)(4) pump device code: (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
As further reported, the implant date of the pump was provided. On (B)(6)2017, ¿pumpogam¿ (pump program) was done and it was confirmed that the medication was leaking from the pump connector site involving catheter 8709/b0187046k. The cause of the leaking was not reported. This catheter was originally implanted on (B)(6)2003. On (B)(6)2017, a new sutureless pump connector, 8578, was added. There was no surgical procedure performed on (B)(6)2017. On (B)(6)2017 a refill procedure was performed to empty the previous medication and to refill with new concentration of medication. During this procedure, it appeared that 1-2 mls of fentanyl leaked into the pump pocket (pocket fill). There was no issue with programming. The bolus was strictly a result of the pocket fill. It was believed that the pocket fill was the cause of the bolus. The cause of the pocket fill was not reported. Regarding the inability to aspirate fluid back through the port on (B)(6)2017, it was clarified that the previous mediation was fentanyl 15000 mcg/ml. The new medication was fentanyl 750 mcg/ml. Their intent was to empty the catheter and pump tubing to allow us the prime the system and begin the new infusion with the lower concentration. However, it was the catheter access port (cap) that they were unable to aspirate not the pump reservoir. The cause of the inability to aspirate was not provided. There was no volume discrepancy. The event¿s issues had been resolved with the replacement of the pump and the two catheters (previously reported to have occurred on (B)(6)2017. The explanted products (pump and two catheters) were expected to be returned for analysis. The pump logs provided indicated that the interrogation of the explanted pump occurred on (B)(6)2018 and that this pump was last changed on (B)(6)2017. This pump reported indicated the pump was infusing 15 ,000.0 mcg/ml at minimum rate at a dose of 92 mcg/day. The estimated replacement indicator (eri) was 42 months. As reported, there was no further information available at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, sc lot# 0210631322, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, lot# b0187046k, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, lot# b0187046k, ubd: unknown, UDI#: asku and product ID: 8578sc, lot# 0210631322, ubd: 2017-12-02, (B)(4). (B)(4) no longer applies to the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8578 lot# 0210631322 serial# implanted: (B)(6)2017 explanted: (B)(6)2017 product type catheter product ID 8709 lot# b0187046k serial# implanted: (B)(6)2003 explanted: (B)(6)2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.